Manufacturer narrative:
Evaluation summary: a visual and a tactile inspection was carried out on the device: traces of dry blood and radio opaque solution were found on the shaft and within the balloon; two visible flattenings were found on the device. The stent was found partially dislodged.

Event description:
The physician was attempting to use a scuba co-cr stent peripheral bare metal stent. No damage noted to the device packaging, no difficulties noted when removing the device from the hoop. No force applied during removal of the protective sheath, no negative or positive pressure applied to the catheter prior to use. During the preparation it was noted that the stent was defective; the stent was loose on the balloon and was slipping off the balloon. Another scuba was used as a replacement. No clinical sequelae reported. It was reported that the device was not used in the patient. When the device was returned to the manufacturing facility for evaluation, traces of blood were found on the device indicated the device may have been used in the patient. Please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.